Event description:
Related manufacturer reference number: 2017865-2021-30640. Related manufacturer reference number: 2017865-2021-30645. Related manufacturer reference number: 2017865-2021-30647. It was reported that a patient presented to hospital with a pocket and systemic infection. Echocardiography revealed vegetation present and patient had positive staphylococcus blood cultures. Patient's full system explanted and received intravenous antibiotic therapy. The patient was stable throughout procedure.